Event description:
During an atrial flutter ablation procedure a cancellation occurred due to a startup failure. After the patient had been prepared for the procedure the ampere generator would not startup. The procedure was cancelled with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported startup failure and subsequent cancelled procedure could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures

Manufacturer narrative:
This model number is not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The product code and PMA number listed, is the information for the similar comparator device.